Event description:
It was reported that an unspecified number of syringe 10ml w/snd curitba experienced syringe -volumetric accuracy issues which were noted prior to use. The following information was provided by the initial reporter: the items below did not meet the requirements of the standard. - the 32 sample pistons do not match the zero scale graduation line when they are fully inserted.

Manufacturer narrative:
H.6. Investigation: DHR, maintenance record analysis and quality notification analysis were performed and no deviations were found for this batch. Samples of reported incident were received for analysis. These samples were submitted to evaluation according bd procedures gq 168 0 imw and gq 187 0 imw and no deviations were observed. The manufacturing process are validated with defined acceptance criteria. From this information it is not possible confirm the complaint. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of syringe 10ml w/snd curitba experienced syringe -volumetric accuracy issues which were noted prior to use. The following information was provided by the initial reporter: the items below did not meet the requirements of the standard. The 32 sample pistons do not match the zero scale graduation line when they are fully inserted.